Event description:
During a remote follow-up, high defibrillation impedance and episodes of undersensing were observed on the right ventricular (rv) lead. Technical support was contacted and recommended an rv lead revision, however no intervention has been performed. The patient was stable and will continue to be monitored.

Event description:
Additional information was received that the lead was replaced to resolve the event.